Event description:
Caller reports that during a correlation study the following coaguchek s/laboratory results were obtained: 6.5 inr/4.19 inr, 6.6 inr/3.99 inr, 4.9 inr/2.59 inr, 3.3 inr/2.49 inr, 5.7 inr/3.35 inr, 7.3 inr/4.58 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Caller reports that during a correlation study, the following coaguchek s/lab results were obtained: 6.5 inr/4.19 inr; 6.6 inr/3.99 inr; 4.9 inr/2.59 inr; 3.3 inr/2.49 inr; 5.7 inr/3.35 inr; 7.3 inr/4.58 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Caller reports that during a correlation study, the following coaguchek s/lab results were obtained: 6.5 inr/4.19 inr; 6.6 inr/3.99 inr; 4.9 inr/2.59 inr; 3.3 inr/2.49 inr; 5.7 inr/3.35 inr; 7.3 inr/4.58 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Caller reports that during a correlation study, the following coaguchek s/lab results were obtained: 6.5 inr/4.19 inr; 6.6 inr/3.99 inr; 4.9 inr/2.59 inr; 3.3 inr/2.49 inr; 5.7 inr/3.35 inr; 7.3 inr/4.58 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Caller reports that during a correlation study, the following coaguchek s/lab results were obtained: 6.5 inr/4.19 inr; 6.6 inr/3.99 inr; 4.9 inr/2.59 inr; 3.3 inr/2.49 inr; 5.7 inr/3.35 inr; 7.3 inr/4.58 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Caller reports that during a correlation study, the following coaguchek s/lab results were obtained: 6.5 inr/4.19 inr; 6.6 inr/3.99 inr; 4.9 inr/2.59 inr; 3.3 inr/2.49 inr; 5.7 inr/3.35 inr; 7.3 inr/4.58 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Caller reports that during a correlation study, the following coaguchek s/lab results were obtained: 6.5 inr/4.19 inr; 6.6 inr/3.99 inr; 4.9 inr/2.59 inr; 3.3 inr/2.49 inr; 5.7 inr/3.35 inr; 7.3 inr/4.58 inr. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.